Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: unknown. Update - added crawfords reference number, reason for revision,surgeon, hospital, amended revision date, added file handler details, added all expiry and manufacturing dates, filled out all mw fields, querying missing taper sleeve details. Taken from claimsuite dated (B)(4) 2015. (B)(4). Reason(s) for revision: pain. Surgeon's name: (B)(6). Hospital: (B)(6). Date of revision: (B)(6) 2013. Update - taper sleeve details received on (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revison asr xl acetabular system - right hip reason(s) for revision: unknownupdate - added crawfords reference number, reason for revision,surgon, hospital, amended revision date, added file handler details, added all expiry and manufacturing dates, filled out all mw fields, querying missing taper sleeve details. Taken from claimsuite dated (B)(4) 2015 - ab on (B)(4) 2015. Ref number - (B)(4) reason(s) for revision: painsurgeon's name: lina marcela perez estupian hospital: hospital (B)(4). Date of revision: (B)(4) 2013. Update - taper sleeve details recieved on (B)(4) 2015. See email dated (B)(4) 2015the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.